Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The pump was started on p-2 and showed normal flows, then went to saturated flows of 4.3/4.3 at p-4 with an extremely elevated left ventricular (lv) waveform. Additionally, during support the patient had three minutes of sustained ventricular tachycardia as well as a stroke. It is unknown whether these reported events were resolved, but the device was replaced with an impella 5.5.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: cerebrovascular accident/stroke: impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The investigation of saturated flow, stroke/cva, and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D1 brand name was erroneously entered on the initial manufacturer device report number 220648-2024-15434. D4 model number was erroneously entered on the initial manufacturer device report number 220648-2024-15434. G1 reporting contact email revised on manufacturer device report 1220648-2024-15434 in accordance with updated procedures. H10 investigation results was inadvertently omitted on the initial manufacturer device report number 1220648-2024-15434. H6 investigation findings 3233 and investigation conclusions 11 was erroneously entered on the initial manufacturer device report number 1220648-2024-15434.